Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects of myocardial infarction, thrombosis/ thrombus and the subsequent surgical intervention, unexpected medical intervention and the relationship to product if any, cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. The reported patient effects of myocardial infarction, and thrombosis/ thrombus are listed in the xience everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of event estimated d4: the UDI is not known as the part and lot number were not provided. D6a: implant date estimated the additional patient effect of death reported in b5 is captured under a separate medwatch report. Literature attachment: article title: "safety and efficacy of evermine50 everolimus-eluting coronary stent system in patients with native coronary artery lesions: three-year outcomes from a single-center".

Event description:
It was reported in a summary article that the 3-year safety and performance outcomes of a non-abbott everolimus-eluting coronary stent. The article refers to several clinical trials (bioflow-IV, bioflow v, deesolve ii and talent) as a comparison of the outcomes after percutaneous coronary intervention (pci) with other stents including the xience stent. The comparison end-points at 12-month, 2 year and 3 year follow-up were cardiac death, myocardial infarction, coronary bypass graft, target vessel revascularization, late stent thrombosis which occurred with all the stents including the xience stent. Additional information can be found in the summary article, "safety and efficacy of evermine50 everolimus-eluting coronary stent system in patients with native coronary artery lesions: three-year outcomes from a single-center". No additional information provided.